Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, the patient was at bradycardia and the pacemaker was in back-up bvvi mode due to unknown reason. The pacemaker also had no radio-frequency telemetry and was unable to be interrogated. Besides, upon checking the remote transmission via merlin.net, the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. The pacemaker was explanted and replaced. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The reported event of device in backup mode was not confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, the patient was at bradycardia and the pacemaker was in back-up bvvi mode due to unknown reason. The pacemaker also had no radio-frequency telemetry and no magnet response. Upon checking the remote transmission via merlin.net, the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. The pacemaker was explanted and replaced. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.